Manufacturer narrative:
The device was returned without identified device or use problem. A malfunction based on analysis was found. Visual inspection of the header attachment area detected an unusual epoxy appearance. A device history record (DHR) review was performed for the header anomaly and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. The condition does not passively penetrate the epoxy backfill and can be easily removed during the polishing process post-curing. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. Longevity assessment found the device operating above the elective replacement indicator (eri) level and within expected longevity. All other electrical and mechanical tests were normal with no anomalies found.

Manufacturer narrative:
The device was returned without identified device or use problem. A malfunction based on analysis was found. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly and an unusual epoxy appearance. A device history record (DHR) review was performed for the bonding anomaly and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
This report is to advise of an event observed during analysis.